Manufacturer narrative:
G5:510(k)#: k102985. B4:13aug2021. The field service engineer (fse) confirmed the reported failure. The (fse) replaced the front bezel to resolve the issue. The unit was tested and it was returned to service. Based on information provided and/or service performed, the alleged malfunction was confirmed. The device was not being used for treatment when the reported event occurred. No parts were returned for failure investigation; therefore, the root cause at the component level could not be determined.

Event description:
The customer reported nav ring not working. The unit was not in use on a patient and there was no user harm.